Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to instability. The tibial bearing was removed and replaced with a custom tibial bearing. The surgeon reported that the component did not contribute to the patient's instability.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04276 & 2015-01793).

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to instability and wear of the polyethylene tibial bearing. The tibial bearing was removed and replaced with a custom tibial bearing. The surgeon reported that the component did not contribute to the patient's instability. Patient underwent a further revision procedure on (B)(6) 2015 due to instability. The tibial bearing and femoral component were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to instability and wear of the polyethylene tibial bearing. The tibial bearing was removed and replaced with a custom tibial bearing. The surgeon reported that the component did not contribute to the patient's instability.